Manufacturer narrative:
On (B)(6) 2011, customer alleged that the bond1 material was yellow and that it may have darkened one (1) veneer. The patient had to return to the doctor at a later date for placement of new veneer. It was noted that the product had not been refrigerated as stated in the instructions for use. Retain samples were evaluated and determined to be within manufacturing specifications. The returned product was evaluated and found to be outside of manufacturing specifications. Because the doctor stated that he neglected to follow instructions on proper storage of the product, it may be concluded that user error contributed to this incident.

Event description:
On (B)(6) 2011, a doctor alleged that the bond1 material was yellow and possibly darkened one (1) veneer.